Event description:
On (B)(6) 2006, this pt was implanted with two gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6) 2009, the distally implanted gore tag device appeared kinked distally at the level of lumbar artery 3. It was reported the cause of the kink is unk, and the pt is continuing without treatment. No further adverse events were reported.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. The device kinking could not be confirmed with the available images.